Event description:
It was reported that during a femoropopliteal bypass procedure the clip applier "cut right through the vessel." The surgeon either clipped higher or repaired the vessel with sutures. No patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss without any visible damage. The device was actuated using the handle mechanism causing the distal jaw component to clamp shut onto a latex medium. The handle was released causing the jaws to release without the expulsion of any clips; however, a clip became visibly loaded at the end of the jaws. The latex medium was not observed to have any damage or penetration of any kind as a result of the clamped jaws. The device was actuated once again where the loaded clip was able to expel from the jaws and clamp properly into place on the latex medium. Since the device functioned as intended, the root cause is unknown. Possible causes are linked to either a malfunction due to user error or a malfunction due to ancillary equipment error. The device history record for the returned clip applier indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.